Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with infusion set fell off during use on (B)(6) 2024. The infusion set was in use for 4 hours. The blood glucose level at time of event was 230 mg/dl. The replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
E1: patient country: (B)(6).